Manufacturer narrative:
One device was received for evaluation. The device had not been serviced in the last 12 months. The reported problem was not duplicated as no problems were identified during investigation. The device delivered a volume of 21.6 milliliters(ml). The device passed all function and accuracy testing.

Event description:
It was reported that the device failed volumetric accuracy test. The event occurred during preventative maintenance testing. There was no patient involvement, and no patient harm/adverse event reported.